Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the (epg) would not turn on. The upper case and lower case were broken. The encoder flex was contaminated. The lower case was contaminated. The battery wires were pinched, wire insulation not compromised. The main seal was missing. The display wires were pinched, wire insulation not compromised. The liquid crystal display (lcd) was replaced as a preventative. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on. The external pulse generator (epg) returned for service and subsequently tested out of specification during manufacturer analysis. There was no patient involvement.